Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The index procedure treated the calcified and severely tortuous left circumflex artery. After pre-dilation, the physician attempted to place a 3.5x16mm ion stent, but was unable to cross the target lesion. Upon removal of the stent, the physician noticed the distal end was fraid. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is ok.